Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment had been cracked/damaged/stripped and that the battery cap would not attach to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 09/28/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 09/08/2017 with the following findings: a visual inspection of the battery cap showed that the battery cap threads were stripped and the cap was unable to be tightened securely to the pump. The battery cap height and width measurements were to be within specifications. Investigation revealed visible moisture corrosion in battery compartment. A battery compartment crack was observed on the left side of the grip pad. A leak test failed due to a leak from the battery compartment crack. The pump was opened and no moisture was found inside the pump.